Event description:
(B)(4). It was reported that angina and stent thrombosis occurred. In (B)(6) 2012, the patient presented due to unstable angina. On the following day, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the proximal portion of saphenous vein graft (svg) to distal right coronary artery (rca) with 90% stenosis and was 14 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 20 mm promus element¿ plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to unstable angina and patient was diagnosed with stent thrombosis in rca. Patient's coronary angiography revealed total occlusion of previously placed 2.50 mm x 20 mm promus element¿ plus stent. The 100% stenosis in proximal and mid portion of svg to distal rca was treated with pre-dilatation and placement of overlapping 3.0 mm x 32 mm unspecified drug eluting stent (des) and 3.0 mm x 24 mm promus des. Following post-dilatation, residual stenosis was 0%. Two days post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion # 1 was located in the proximal portion of saphenous vein graft (svg) to right posterior descending artery (r-pda). In (B)(6) 2014, the patient presented emergently due worsening to exertional chest pain associated with nausea, shortness of breath (sob) and fatigue. Also, the patient was non-compliant with aspirin and failed to follow up with physician. Troponin levels were noted to be negative while EKG and CT head showed no acute changes. The 100% stenosis located in proximal and mid portion of svg to r-pda was treated with balloon angioplasty.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).